Event description:
In a journal article, the authors presented the outcomes of toric and multifocal intraocular lens (iol) implant procedures performed by the resident surgeons. For this pt, the investigator reported that the iol rotated seven degrees and the pt had residual cylinder following intraocular lens (iol) implant surgery. Add'l info was rec'd from the corresponding author who indicated that there was no treatment for this pt and the event continues. There are nine medical device reports associated with this event. This is for the fourth pt, left eye.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info was requested by phone, fax and mail. A completed questionnaire was rec'd. Roensch a, charton j, blomquist p, aggarwal n, mcculley j. Resident experience with toric and multifocal intraocular lenses in a public county hospital system. J cataract refract surg 2012; 38:793. (B)(4).